Event description:
It was reported a revision surgery was performed due to patient dislocated prosthesis.

Manufacturer narrative:
The affected journey ii bcs articular insert was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. Our clinical evaluation indicated that there was no clinically supportive documentation provided for inclusion in this medical investigation. Based on the lack of clinical information, the root cause of the dislocation cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened